Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information received from the regional sales director: ¿revision surgery for a stage 4 prolapse patient. Restorelle y contour had torn. Patient is not obese.¿ no components were received for evaluation. Without the benefit of analyzing the components, quality cannot confirm any observations or comment on the condition of the product. If the components become available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, revision surgery for a stage 4 prolapse patient was reported. Restorelle y contour had torn. It was reported that the patient was not obese.